Manufacturer narrative:
Unable to prime unit during prime test due to faulty force sensor resistor. Device received with cracked reservoir tube lip. Device received with scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose despite catheter. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.